Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when asymptomatic patient presented in clinic during a follow up, device in backup vvi mode was observed. A device restoration was performed successfully. Patient will continue with regular follow up. Patient was stable.